Manufacturer narrative:
T was reported from a literature review that the patient underwent a revision surgery due to pain and patellar instability. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. The paper indicated that this issue is the result of patellofemoral joint osteoarthritis. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Corrected data: e1 - country.

Event description:
In a scientific publication, rammohan et al 2019, "the midterm results of a cohort study of patellofemoral arthroplasty from a non-designer centre using an asymmetric trochlear prosthesis" it was reported that the patient underwent a fulkerson osteotomy after pfa because of patellar maltracking. When the patient continued to experience pain, and patellar instability, pfa was revised to tka. The patient was previously implanted with genesis ii cr oxinium.